Event description:
This will be filed to report a lock line mechanical jam. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. During the process of removing the lock line it became stuck after 20cm of the line was removed. The physician proceeded with deployment and the clip successfully detached from the clip delivery system (cds) and was implanted. The cds was removed from the patient with the lock line as well. There was no clinically significant delay in the procedure and no adverse patient effect. No additional information was provided. Subsequent to the reported information, the device was received for analysis and the lock line was found to be broken. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported mechanical jam (lock line) was confirmed via returned device analysis. Additionally, the lock line was observed to be knotted, broken, and frayed. The gripper cap and gripper lever latch were observed to be detached from the gripper lever and the lock lever shaft was observed to be cracked. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the returned device analysis, the reported mechanical jam was a cascading event of the observed knotted lock line. The cause of the observed knotted, broken, and frayed lock line was unable to be determined. The observed detached gripper cap, detached gripper lever latch, and cracked lock lever shaft appears to be related to post-procedural handling/shipping as it was not a reported event of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report will be filed to report delayed clip deployment and lock line difficulty while removing from the patient. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. During the process of removing the lock line it became stuck after 20cm of the line was removed. The physician proceeded with deployment and the clip successfully detached from the clip delivery system (cds) and was implanted. The cds was removed from the patient with the lock line as well. There was no clinically significant delay in the procedure and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.